Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating that the defibrillation impedance trend was rising. Right ventricular (rv) coil impedance has been slowly rising from the 80-90 ohms range and crossed the alert threshold at 101 ohms. Concomitant medical devices: 429888 lead, implanted: (B)(6) 2015; dtba1qq ICD implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead alerted for high rv defib coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.